Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. The sample was subjected to a bubble point test. A leak was detected at approximately 320°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the non-cavity ID end. The fiber fragment was approximately 1.25 inches in length. An opposing end was not identified. There was no other damage or irregularities noted. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A facility manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The manager said that the treatment was stopped immediately. Blood leak test strips were used twice and tested positive for the presence of blood. Blood was not re-transfused. There was no harm or difficulties for the patient. The patient was restarted on another machine with a new set up. The dialyzer is available to be returned for analysis. Information was requested but nothing additional was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
-*A facility manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The manager said that the treatment was stopped immediately. Blood leak test strips were used twice and tested positive for the presence of blood. Blood was not re-transfused. There was no harm or difficulties for the patient. The patient was restarted on another machine with a new set up. The dialyzer is available to be returned for analysis. Information was requested but nothing additional was provided.